Manufacturer narrative:
Device evaluated by manufacturer: the taxus liberate stent delivery system (sds) device was received for product analysis. Contrast was visible in the inflation lumen. The sds device with the stent was visually, tactilely and microscopically examined along the entire length. Two stent struts on the distal edge of the stent were flared. Tip damage was also found. Microscopic inspection of the remainder of the device presented no further damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(4)-2011. It was reported that during a coronary artery stenting treatment procedure there was difficulty crossing the lesion. The lesion being treated was a 90% stenosis in lesion located in the distal right coronary artery. After dilation with an unknown balloon , the physician advanced a 2.5x32mm taxus liberte stent, but there was difficulty crossing the lesion. The physician tried several times and finally dilated the lesion again and used two shorter stents to complete the procedure. Device analysis confirmed stent damage.